Event description:
Pt began to experience elevated blood glucose on (B)(6) 2011 and was unable to correct hyperglycemia by delivering insulin through the infusion device. Pt changed the accessories and noticed the infusion device piston rod moved "slowly" during the prime procedure. She "shaked" the infusion device and then noticed the insulin flowed very fast. Pt then experienced low blood glucose of 45 mg/dl and had a headache and stomach ache. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.